Manufacturer narrative:
Date of event: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that an unspecified bd¿ insyte autoguard bc perifere IV exhibited needle retraction failure which led to a needle stick injury. Post exposure bloodwork was taken.

Event description:
It was reported that an unspecified bd insyte autoguard bc perifere IV exhibited needle retraction failure which led to a needle stick injury. Post exposure bloodwork was taken.

Manufacturer narrative:
Bd was not able to duplicate or confirm the customer¿s indicated failure as no item number, sample, batch, or lot code was provided. This complaint will be entered into the complaint management system and will be tracked & trended for future occurrences. Shall a sample or lot number become available, the complaint will be re-opened and an investigation will take place. This complaint will be closed at this time.